Event description:
It was reported that a pt underwent a sling procedure on an unk date. At the post-operative visit, the surgeon reported a suspected erosion because he noted pink spots in the midurethral area where the mesh would lie. The pt was asymptomatic. A reapproximation was planned and possibly performed. Additional info has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.